Event description:
A us distributor contacted zoll to report that a patient developed red bumps and irritations on their chest and back from the lifevest equipment. The patient's dermatologist recommended cerave cream for the skin irritation. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.